Manufacturer narrative:
Due to character limitations in e1. Event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that, during a routine check of the cardiosave intra-aortic balloon pump (iabp), a fan failure was detected. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, e1(event site email), e3, g3, g6, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked and found both the cooling fan are maintaining the rpm. Chasis fan rpm 4020 and compressor fan rpm 4170. Both the fan are dust free and good. No alarm found during testing. Power cord auto inserting was stuck and rectified. Machine handed over to end user with good working condition.